Event description:
The customer reported the device is not charging the battery on ac power. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer and the issue was verified. The ac power supply was found to be defective. The customer has been advised to replace the ac power supply. The device remains at the customer site.